Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that parts of the insulin pump's display were missing. Customer stated that the insulin pump was not bumped or dropped. Blood glucose level was not provided. No further information was provided.